Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clip on the customer's pump case was cracked, causing it to pull against the infusion set to be pulled out. There was no reported adverse impact to customer's blood glucose. The customer changed infusion set and resumed insulin delivery.